Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed and no anomalies were found. The mechanical operation of the catheter was damaged. The mechanical operation of the catheter's peeling/slitting/splitting showed a spiral slit. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery catheter got caught over the lead while slitting. The catheter had to be manually freed. No patient complications have been reported as a result of this event.